Event description:
It was reported via phone call, that the customer received a motor error alarm. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The motor was tested outside of the device and passed. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.